Event description:
It was reported that during a laparoscopic prostate procedure, the surgeons had difficulty inserting the device, so they used an open technique to introduce the device into the abdomen. The difficulty inserting the device was not related to the product, but rather, it was specific to the patient's presentation. Once pneumo was established they started operating but were unable to maintain the pneumo pressure. No hissing was heard from the device, so they were not sure the device was the cause of the problem. Another insufflation machine was brought in and the two machines were used during the remainder of the case to maintain their working space. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak failure, duckbill the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No incident related to the reported event was observed during the batch record review.

Event description:
The customer reported the system intermittently locked up. No report of patient injury.